Manufacturer narrative:
The driver was returned for evaluation. Visual and optical examination reveals approximately ~2mm of the tip has been broken off. Fracture surface analysis reveals evidence of torsional overload as the initial fracture with secondary fairly brittle angulated fracture with river lines suggesting bending moment, consistent with bending moment.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the driver broke off. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.